Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that last night and upon waking up the patient experienced high blood glucose level on the same day at 07:49 am as the infusion set tubing came apart while sleeping. Therefore, the patient changed the infusion set right away (2 times) and delivered a bolus, however the blood glucose level was not going down. The site location was patient's abdomen. Currently, the patient's blood glucose level was 500 mg/dl. No further information available.